Event description:
It was reported that boston scientific received a threat of litigation related to this device. The device was explanted with no device issues reported. No additional adverse patient effects were reported. Additional information indicated that this device exhibited a failure injury, no further information was provided.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.